Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain'), uterine injury ('uterine lacerations'), genital injury ('fallopian tube lacerations'), genital haemorrhage ('haemorrhage'), pelvic pain ('chronic pelvic pain') and device dislocation ('migration (movement) of the device in the pelvic or intra abdominal area') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cerebral ischaemia (patient has heterozygous factor v leiden mutation.) In 2014. On (B)(6)2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), groin pain ("inguinal pain"), back pain ("lumbar pain"), arthralgia ("knee pain"), hand pain ("hand pain"), painful feet ("feet pain"), pain in arm ("arm pain"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss"), tooth loss ("loss of teeth"), hypersensitivity ("allergic reactions / allergies to medicines and nickel"), food intolerance ("food intolerances"), fatigue ("feeling of fatigue"), loss of consciousness ("blackouts"), insomnia ("insomnia"), affective disorder ("mood disorder"), loss of libido ("loss of libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("menstrual cycle irregularity (heavy or non-existent or of abnormal duration)"), vaginal discharge ("vaginal discharge"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("impaired vision"), ear disorder ("ear disorder"), weight fluctuation ("abnormal weight variations (both weight gain and weight loss)"), vertigo ("vertigo"), migraine ("strong migraines"), amnesia ("amnesia"), paraesthesia ("tingling in the limbs / paraesthesia in one side of face and left arm"), peripheral swelling ("swelling of the hands / swollen limbs"), joint swelling ("swelling of the ankles"), hyperhidrosis ("abnormal sweating"), blindness ("loss of vision"), dizziness ("dizziness"), headache ("headaches"), anxiety ("anxiety"), asthenia ("psychological and physical asthenia"), dyspareunia ("pain during sexual intercourse") and premature menopause ("early menopause") and was found to have uterine leiomyoma ("uterine fibromas"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy under laparoscopy and hysterectomy with bilateral salpingectomy under laparoscopy). Essure was removed in (B)(6)2020. At the time of the report, the abdominal pain, uterine injury, genital injury, genital haemorrhage, groin pain, back pain, arthralgia, hand pain, painful feet, pain in arm, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, loss of consciousness, insomnia, affective disorder, loss of libido, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, vertigo, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, uterine leiomyoma, hyperhidrosis, dizziness, headache, anxiety, asthenia, dyspareunia and premature menopause outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, blindness, cystitis, depression, dermatitis, device dislocation, dizziness, dyspareunia, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hand pain, headache, hyperhidrosis, hypersensitivity, insomnia, joint swelling, loss of consciousness, loss of libido, menstruation irregular, migraine, nausea, paraesthesia, pelvic pain, peripheral swelling, premature menopause, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, vertigo, visual impairment, vomiting, weight fluctuation, painful feet and pain in arm to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: some new information was added: patient´s date of birth and address, medical history. These adverse events were added: headaches, loss of vision, chronic pelvic pain, dizziness, device dislocation, early menopause, anxiety, psychological and physical asthenia, pain during sexual intercourse. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration (movement) of the device in the pelvic or intra abdominal area"), pelvic pain ("chronic pelvic pain"), abdominal pain ("acute abdominal pain"), uterine injury ("uterine lacerations"), fallopian tube perforation ("fallopian tube lacerations") and genital haemorrhage ("haemorrhage") in a 37 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of cerebral ischaemia (patient has heterozygous factor v leiden mutation) in 2014. As concurrent condition the report mentioned factor v leiden heterozygote. On (B)(6) 2015, the patient had essure inserted. An unknown time later she experienced device dislocation (seriousness criterion intervention required), pelvic pain (seriousness criterion intervention required), abdominal pain (seriousness criterion intervention required), uterine injury (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), genital haemorrhage (seriousness criterion intervention required), groin pain ("inguinal pain"), back pain ("lumbar pain"), dyspareunia ("pain during sexual intercourse"), multiple allergies ("allergic reactions/allergies to medicines and nickel"), menstruation irregular ("menstrual cycle irregularity (heavy or non-existent or of abnormal duration)"), vaginal discharge ("vaginal discharge"), headache ("headaches"), arthralgia ("knee pain"), pain in extremity ("arm, feet, and hand pain"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss"), tooth loss ("loss of teeth"), food intolerance ("food intolerances"), fatigue ("feeling of fatigue"), loss of consciousness ("blackouts"), vertigo ("vertigo"), dizziness ("dizziness"), insomnia ("insomnia"), loss of libido ("loss of libido"), tachycardia ("tachycardia"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("impaired vision"), ear disorder ("ear disorder"), weight fluctuation ("abnormal weight variations (both weight gain and weight loss)"), migraine ("strong migraines"), amnesia ("amnesia"), paraesthesia ("tingling in the limbs/paraesthesia in one side of face and left arm"), peripheral swelling ("swelling of the hands/swollen limbs"), joint swelling ("swelling of the ankles"), hyperhidrosis ("abnormal sweating"), blindness ("loss of vision"), depression ("depression"), anxiety ("anxiety"), affective disorder ("mood disorder"), asthenia ("psychological and physical asthenia") and premature menopause ("early menopause") and was found to have uterine leiomyoma ("uterine fibromas"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy under laparoscopy and hysterectomy with bilateral salpingectomy under laparoscopy). Essure was removed in (B)(6) 2020. At the time of the report, the dyspareunia, headache, dizziness, paraesthesia, depression, anxiety and asthenia had not resolved. The outcomes for abdominal pain, uterine injury, fallopian tube perforation, genital haemorrhage, groin pain, back pain, multiple allergies, menstruation irregular, vaginal discharge, arthralgia, pain in extremity, nausea, vomiting, alopecia, tooth loss, food intolerance, fatigue, loss of consciousness, vertigo, insomnia, loss of libido, tachycardia, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, migraine, amnesia, peripheral swelling, joint swelling, uterine leiomyoma, hyperhidrosis, affective disorder and premature menopause were unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, anxiety, arthralgia, asthenia, back pain, blindness, cystitis, depression, dermatitis, device dislocation, dizziness, dyspareunia, ear disorder, fallopian tube perforation, fatigue, food intolerance, genital haemorrhage, groin pain, headache, hyperhidrosis, insomnia, joint swelling, loss of consciousness, loss of libido, menstruation irregular, migraine, multiple allergies, nausea, pain in extremity, paraesthesia, pelvic pain, peripheral swelling, premature menopause, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, vertigo, visual impairment, vomiting and weight fluctuation to be related to essure administration. The reporter commented: lengthy duration of pathologies (from 2015 to (B)(6) 2020). During this time she underwent repeated specialist medical visits. After surgical removal of essure the pathologies reduced considerably, although the patient is still suffering from anxiety, depression, insomnia, physical-psychological asthenia, headaches, and paresthesia of the hemiface and left arm, pain during coitus, and dizziness with need to take medication. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 19-may-2023: outcome not resolved added for still persistent events. Upon internal review, pain arm, feet, and hand was merged to one event. Imdrf codes were updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of abdominal pain ("acute abdominal pain"), uterine injury ("uterine lacerations"), genital injury ("fallopian tube lacerations") and genital haemorrhage ("haemorrhage"). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced, abdominal pain (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), groin pain ("inguinal pain"), back pain ("lumbar pain"), arthralgia ("knee pain"), hand pain ("hand pain"), painful feet ("feet pain"), pain in arm ("arm pain"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss"), tooth loss ("loss of teeth"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("feeling of fatigue"), loss of consciousness ("blackouts"), insomnia ("insomnia"), affective disorder ("mood disorder"), loss of libido ("loss of libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular (menstrual cycle irregularity ("heavy or non-existent or of abnormal duration")), vaginal discharge ("vaginal discharge"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("impaired vision"), ear disorder ("ear disorder"), weight fluctuation (abnormal weight variations ("both weight gain and weight loss")), vertigo ("vertigo"), migraine ("strong migraines"), amnesia ("amnesia"), paraesthesia ("tingling in the limbs"), peripheral swelling ("swelling of the hands "), joint swelling ("swelling of the ankles") and hyperhidrosis ("abnormal sweating"). And was found to have uterine leiomyoma ("uterine fibromas"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, uterine injury, genital injury, genital haemorrhage, groin pain, back pain, arthralgia, hand pain, painful feet, pain in arm, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, loss of consciousness, insomnia, affective disorder, loss of libido, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, vertigo, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, uterine leiomyoma and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hand pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, loss of consciousness, loss of libido, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, vertigo, visual impairment, vomiting, weight fluctuation, painful feet and pain in arm to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('acute abdominal pain'), uterine injury ('uterine lacerations'), genital injury ('fallopian tube lacerations') and genital haemorrhage ('haemorrhage') in 3 female patients who had essure inserted. The occurrence of additional non-serious events is detailed below. It is not possible to identify which events occurred to which patient. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine injury (seriousness criteria medically significant and intervention required), genital injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), groin pain ("inguinal pain"), back pain ("lumbar pain"), arthralgia ("knee pain"), hand pain ("hand pain"), painful feet ("feet pain"), pain in arm ("arm pain"), nausea ("nausea"), vomiting ("vomiting"), alopecia ("hair loss"), tooth loss ("loss of teeth"), hypersensitivity ("allergic reactions"), food intolerance ("food intolerances"), fatigue ("feeling of fatigue"), loss of consciousness ("blackouts"), insomnia ("insomnia"), affective disorder ("mood disorder"), loss of libido ("loss of libido"), tachycardia ("tachycardia"), depression ("depression"), menstruation irregular ("menstrual cycle irregularity (heavy or non-existent or of abnormal duration)"), vaginal discharge ("vaginal discharge"), cystitis ("cystitis"), dermatitis ("dermatitis"), visual impairment ("impaired vision"), ear disorder ("ear disorder"), weight fluctuation ("abnormal weight variations (both weight gain and weight loss)"), vertigo ("vertigo"), migraine ("strong migraines"), amnesia ("amnesia"), paraesthesia ("tingling in the limbs"), peripheral swelling ("swelling of the hands "), joint swelling ("swelling of the ankles") and hyperhidrosis ("abnormal sweating") and was found to have uterine leiomyoma ("uterine fibromas"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the abdominal pain, uterine injury, genital injury, genital haemorrhage, groin pain, back pain, arthralgia, hand pain, painful feet, pain in arm, nausea, vomiting, alopecia, tooth loss, hypersensitivity, food intolerance, fatigue, loss of consciousness, insomnia, affective disorder, loss of libido, tachycardia, depression, menstruation irregular, vaginal discharge, cystitis, dermatitis, visual impairment, ear disorder, weight fluctuation, vertigo, migraine, amnesia, paraesthesia, peripheral swelling, joint swelling, uterine leiomyoma and hyperhidrosis outcome was unknown. The reporter considered abdominal pain, affective disorder, alopecia, amnesia, arthralgia, back pain, cystitis, depression, dermatitis, ear disorder, fatigue, food intolerance, genital haemorrhage, genital injury, groin pain, hand pain, hyperhidrosis, hypersensitivity, insomnia, joint swelling, loss of consciousness, loss of libido, menstruation irregular, migraine, nausea, paraesthesia, peripheral swelling, tachycardia, tooth loss, uterine injury, uterine leiomyoma, vaginal discharge, vertigo, visual impairment, vomiting, weight fluctuation, painful feet and pain in arm to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.